Event description:
The surgeon reported a patient has brown fine pigment that coats the anterior surface of the intraocular lens (iol) one month following iol implant surgery. It was reported the patient loves her vision and is waiting to have surgery in her other eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/20/2008, 06/23/2008, 06/30/2008 and 07/07/2008 by phone and on 06/27/2008 by mail and by fax. The surgeon stated a completed questionnaire will not be returned. The report was mailed to FDA on: 07/18/2008.